Event description:
On (B)(6) 2024, a patient underwent port placement procedure in the right chest wall via right internal jugular vein using ti powerport low profile. On (B)(6), 2025, chemotherapy was administered, and the patient experienced pain and a burning sensation during the administration of the drug. It was further reported that the imaging results showed a cracked tube with fluid leakage. Reportedly, additional intervention required to remove the catheter and the port was removed. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos and images were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned, one photo and one x-ray image were provided for review. The photo shows an implantable port attached to a catheter placed on a white sheet and blood stains are noted. The x-ray image is a portion of a chest x-ray showing the right clavicular region. It depicts the device having been introduced via a right jugular access. Therefore, the investigation is inconclusive for the reported fracture and leak issues as the evidences provided are not sufficient to confirm the reported events. Furthermore, the clinical conditions alleged in the complaint cannot be confirmed. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2024, a patient underwent port placement procedure in the right chest wall via right internal jugular vein using ti powerport low profile. On (B)(6) 2025, chemotherapy was administered, and the patient experienced pain and a burning sensation during the administration of the drug. It was further reported that the imaging results showed a cracked tube with fluid leakage. Reportedly, additional intervention required to remove the catheter and the port was removed. However, the current status of the patient was unknown.